Manufacturer narrative:
The technician found the brake caster is worn. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake caster would not hold. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).